Event description:
Initial result for a pt hcg was 1.87 iu/l. When the same sample was repeated, the result was 277 iu/l. The field service rep found broken fingers on the sample wheel. He repaired the instrument by replacing the sample wheel and the sampler fluidics.